Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump experienced error code 41541 during infusion. The pump was under delivery. There was patient involvement and no harm. This would cause delay in therapy while in use.